Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water did not come out of the balloon during pre-test.

Event description:
It was reported that sterile distilled water did not come out of the balloon during pre-test.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The first photo sample shows the overview of the all-silicone temp sensing foley catheter with sample port connector and syringe. The second photo shows the catheter balloon. The third photo shows the inflation valve. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. Using the returned syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the catheter balloon inflated properly with no issues. With the syringe attached the balloon deflated balloon with returned syringe; deflated passively in under 5 minutes: 3 minutes and 3 seconds. No root cause could be found because the reported event was unconfirmed. A DHR review did not show any problems or conditions. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd